Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patient's concern with the product and deflation". This report is for the right side. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Deflation: observed an opening assessed as surgical damage and observed delamination total of the plug strap disk shell (adhesive failure). As per the investigation procedure, creases and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patient's concern with the product and deflation". This report is for the right side. The device has been explanted and replaced.